Manufacturer narrative:
The lead was not returned for analysis. The ICD was received and analyzed. Prior to the analysis of the ICD, the manufacturing processes for the ICD and the lead were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the eos battery status, 106 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the right ventricular channel of episodes 316 to 319. This noise, as well as intrinsic heart signals, led to multiple charging cycles that partially resulted in shock delivery. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. The analysis of the shock holter data showed that an amount of 77 charging cycles was performed by the device within 1 hour and 45 minutes on october 6th, 2023. As a result of that fast successive charging the eos battery status had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the mos2 battery status. The amount of charge taken from the battery was verified, revealing the mos2 battery status to be as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD was extensively analyzed. The activation of the eos status resulted from a fast successive charging of defibrillation shocks. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. The battery was not depleted. Based on analysis, the integrity of the rv lead cannot be assured. An analysis of the lead itself would be necessary for a root cause investigation. Should the lead become available for analysis, the report will be updated.

Event description:
It was reported that the device shows the eos status after having several shocks apparently due to ventricular tachycardia. The ICD was replaced and the lead was revised. After the ICD analysis completion it was decided to report the associated lead due to ventricular oversensing. The revision took place on (B)(6) 2023. Should additional information be received, this file will be updated.